Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that a 55-year-old caucasian female patient who underwent breast reconstruction with a mentor memorygel breast implant 700cc gel implants on (B)(6) 2017 developed left side baker grade IV capsular contracture, and right side baker grade ii capsular contracture that was noted in january 2019. She presents today with complaints of pain and tightness in that left breast reconstruction. She had a lung infection which prompted a CT scan revealing a chronic seroma of the left breast reconstruction. She notes that the left side is a lot larger than the right and is certainly a lot more firm. She has been treated for significant lymphedema in the left upper extremity and physician feels that the seroma is related to impaired lymphatic drainage secondary to her complete lymphadenectomy of the left axilla as well as her history of radiation therapy on the left chest wall and not to the presence of the device. The patient underwent left side capsulectomy and possible implant exchange on (B)(6) 2019. The operative report was not provided. The right side did not require medical or surgical intervention. The fluid from the left side was sent for culture and pathological testing, however, results were not provided. Multiple attempts have been made to obtain additional details regarding this event. Once more information is available, the supplemental report will be submitted.facility information:mercy clinics1229 e seminole st ste 340, springfield, mo 65804-2227, USA+(417)659-6710manufacturer¿s reference number: pc-000465917

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The date of explantation was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was discovered that it was erroneously omitted to report that the date of implantation was (B)(6) 2017 and not (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 700 cc and experienced capsular contracture on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2019.